Event description:
The customer reported that the paramedics were called due to diabetes ketoacidosis and high blood glucose of 389mg/dl, and he was treated with manual injections. The customer was experiencing nausea and weakness. The caller mentioned having an accident couple of months ago. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete the testing. Instructed the customer to remove the cannula, and it was bent and occluded. Reminded the caller to change the infusion set every two to three days. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.